Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic acute type b dissected rupture using a conformable gore® tag® thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2021, the patient¿s blood pressure increased smoothly, but then the blood pressure decreased rapidly, and the patient expired. After the patient death, an autopsy imaging was performed but the cause of death was not identified. The physician suggested the possibility of a retrograde type a aortic dissection due to device oversizing; however aortic measurements were not provided to gore to confirm device oversizing.